Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that when the customer was programming a insulin infusion for channel a the device shut down unexpectedly. Channel b was infusing levophed at the time of the shutdown. "Following" the event the pump was removed from service. There was patient involvement but no harm.